Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that a (B)(6) female patient was complaining of general pain. She received the star total ankle on (B)(6) 2016. Dr. (B)(6) saw the patient and performed an achilles lengthening and checked the total ankle components and determined that nothing was wrong. She cleaned out the gutters and removed any osteophytes, then took out the size 7 poly and replaced with a new size 7 poly.